Event description:
(B)(6). Same case as MDR ID#: 2134265-2012-02853. It was reported that post a stenting treatment procedure, in-stent restenosis occurred and the patient experienced acute coronary syndrome. The patient presented due to stable angina. The first 98% stenosed and 18mm long target lesion was located in the mid left anterior descending (lad) artery with a reference vessel diameter of 2.96mm. The first target lesion was treated with pre-dilation and overlapping placement of a 2.5x16mm promus element stent and a 2.75x20mm promus element stent, resulting in 0% residual stenosis. The second 83% stenosed and 10mm long target lesion was located in the 1st obtuse marginal with a reference vessel diameter of 2.81mm. The second target lesion was treated with pre-dilation and placement of a 2.75x12mm promus element stent, resulting in 0% residual stenosis. The patient was discharged two days later on aspirin and clopidogrel. (B)(6) 2012 - the patient presented and was diagnosed with acute coronary syndrome and was hospitalized. Angiography revealed 60% diffused in-stent restenosis of the previously placed stent in the proximal lad. The in-stent restenosis was treated with balloon angioplasty using a 3.0x20mm non-bsc balloon, a 3.5x20mm apex balloon, and a 3.5x15mm non-bsc balloon, resulting in 40% residual stenosis. No further complications were reported and this event was considered resolved without residual effects.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).